Manufacturer narrative:
On 29-mar-2023, additional information was received indicating that force visualization features used were real time graph; dashboard; vector; visitag. Color options used were tag index.. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 31-may-2023, additional information about the patient and event were received. It was reported the patient is fully recovered. No extended hospitalization required. Transseptal puncture was performed with rf needle by (jll). The correct catheter settings were selected on the smartablate generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module parameters for stability were range: 2.5mm, time: 3s, force over time (fot): 25%, 3. Additional filter used with the visitag was respiration adjustment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30922696l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that cardiac tamponade occurred after completion of the procedure at inferior vena cava. Drainage was performed. Atrial septal puncture was performed. Ablation had already been performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was: high flow:8. 15 ml low flow:2 ml pre-rf time:1 s post-rf time:3 s low fluid warning:100 ml. There were no abnormalities observed prior to and during use of the product.